Event description:
Customer reported that a pt developed increased drainage four days following c-section. The pt was returned to surgery for an exploratory diagnosis. The surgeon reports that the peritoneal and fascial sutures broke.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2008-00795 for the other medwatch. The same pt is represented in each medwatch.